Manufacturer narrative:
Upon further evaluation of the device, service found the insertion tube was wrinkled, the edge of the image was slightly blurry due to a worn edge of the objective lens, and a leak was observed in the switch box. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that while preparing the subject device for an unspecified diagnostic procedure, the nozzle was found to be clogged. Another similar device was used to complete the procedure with no delay. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing, service found the nozzle was clogged with foreign material that could not be removed by the engineer. This report is being submitted for the malfunction found by service during the device evaluation [foreign material].

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material could not be further identified. The following was obtained pertaining to device handling/reprocessing: the user conducted reprocessing in accordance with the instructions for use (IFU). The user used a/w (air/water) channel cleaning adapter (mh-948) at air/water feeding. The user performed precleaning immediately after using the subject device for procedure. Therefore, no further cause could be presumed on the suggested phenomenon. Olympus will continue to monitor field performance for this device.